Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she woke up in the middle of the night with a high blood glucose level of over 500 mg/dl. The customer was on injections since her initial high blood glucose level. There was some fog in the reservoir compartment. Insulin was leaking through the reservoir. Fluid was in the reservoir compartment. The insulin pump's battery was changed every three days. When she tried to lock the infusion set to the reservoir from the tubing connecter, it would not lock. Whenever she twisted the tubing connector on the reservoir, she could see bubbles going into the reservoir. Customer's blood glucose level dropped to 68 mg/dl. The leak was past the first o-ring. The self-test passed. The device was not returned.